Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the emergency room after a vibratory alert form the implantable cardioverter defibrillator. A merlin transmission was reviewed and noted that the atrial lead exhibited low impedance, noise that resulting in automatic mode switch. The patient was stable throughout the visit.

Event description:
New information states that the patient presented for a follow up in clinic. Upon interrogation, low impedance along with noise was noted on the right atrial lead. Noise was reproducible during in clinic testing and the patient was dependent. The right atrial lead was explanted and replaced. The patient was stable post procedure.

Event description:
The patient had low heart rate (bradycardia).

Manufacturer narrative:
The reported events of noise and low pacing lead impedance were confirmed. A complete lead was returned in two pieces for analysis. External insulation abrasion due to friction to another device or feature of the heart was noted breaching the outer insulation and exposing the outer coil at 34.6cm to 34.9cm from the distal tip.